Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 the patient experienced an abscess with purulent drainage through the stoma site and was prescribed oral augmentin every 12 hours. It was reported that the stoma site was also treated with 2% aqueous chlorhexidine and fucidine. The stoma site is improving.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.